Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was above 500 mg/dl. Reportedly, the pump supplies were changed to address the issue and the elevated bg level and insulin delivery was resumed. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.